Event description:
The customer received questionable ise indirect gen.2 results from the cobas 6000 c (501) module. The initial sodium result was 115 mmol/l and chloride result was 137.1 mmol/l. These results were reported outside of the laboratory and called to the physician. The physician then admitted the patient to the ER. The same sample was repeated on another analyzer. The sodium result was 143 mmol/l and the chloride result was 103.6 mmol/l. The customer was not aware of any adverse event. The sodium electrode lot number was k30 with an expiration date of 13-jul-2019. The chloride electrode lot number was a34 with an expiration date of 07-may-2019. The field service representative checked the rinse mechanism, ise sipper nozzle, and probe alignments. He replaced and adjusted the ise sipper probe and conditioned the ise sipper probe. He ran ise checks and precision testing which passed. The investigation did not identify a product problem. The cause of the event could not be determined.